Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on alternating current (ac) power. The ventilator was not in use on a patient at the time of the reported event. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the power supply to be faulty. The third party service provider replaced the power supply and the ventilator was reported to be in working condition.